Event description:
A hospital secretary, acting as the reporter, notified the company that during surgery, the cautery did not function. Another system was brought in to complete the cauterization. There was no harm reported to the pt. Additional information has een requested.

Manufacturer narrative:
A sample is in route to the manufacturer for evaluation. The investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).